Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt did not pass falloff testing. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient's electrode belt's cable was damaged.